Event description:
Securestrap disposable tacker misfired several times using two different tackers; surgeon used a different product of finish the surgical procedure. Diagnosis or reason for use: surgical mesh.